Event description:
Review of service data detected a reportable event. During servicing, belt sn 79003229 was found to have a missing trunk cable connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt was found to have a missing trunk cable connector. The root cause of the missing trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector . The last pt to use this belt did not report any deficiencies.